Event description:
The device was used during a lap chole procedure. Reportedly, the instrument did not fire properly. No pt injury reported.

Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.